Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation. However, three photos were provided for review. The first photo shows a dialyzer being held with the label visible. A small section of the dialyzer was visible, and there appears to be blood on the outside of the fibers. The second and third photos also show the dialyzer being held, with bloodlines attached. These photos show the same view, just with the dialyzer at a slightly different angle. There is blood in the dialyzer pooling within the bell housing and moving down through the fibers. The blood on the outside of the fibers is indicative of an internal leak; however, there is no visible damage on the dialyzer which may have contributed to the leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, nc, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The leak was able to be confirmed with the provided photos. The provided photos indicate that an internal leak occurred, however, the cause cannot be determined from the media and the actual sample was not returned for evaluation. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred fifteen minutes after the start of a patient¿s sequential hemodialysis (hd) treatment. The blood leak was reported to be internal, and it was confirmed to be visually observed. Photographs of the device were provided for review. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was not used. There was no physical damage noted on the dialyzer. Fresenius bloodlines were also being used. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. As a preventive measure, the patient was prophylactically given oxygen and 250 ml of normal saline (ns). It was confirmed that this was standard practice at the facility. The patient was monitored and remained asymptomatic. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred fifteen minutes after the start of a patient¿s sequential hemodialysis (hd) treatment. The blood leak was reported to be internal, and it was confirmed to be visually observed. Photographs of the device were provided for review. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was not used. There was no physical damage noted on the dialyzer. Fresenius bloodlines were also being used. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. As a preventive measure, the patient was prophylactically given oxygen and 250 ml of normal saline (ns). It was confirmed that this was standard practice at the facility. The patient was monitored and remained asymptomatic. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation.